Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d3 ¿ the product catalog and lot numbers were not reported; UDI unavailable. The device was discarded; therefore, no further investigation can be performed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Arterial spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii instructions for use (IFU) as such. There were no alleged device performance issues/device malfunctions associated with the embotrap iii device, as the device performed as intended. However, since the severity of the event(s) are unknown and the relationship of the embotrap device to the reported event cannot be excluded, the event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction with a surgeon, that the possible use of the embotrap device (product code/lot # unknown), or other ¿larger diameter devices¿, were causing vasospasms in ¿distal vessels¿. The event was reported as such: ¿during a visit to the hospital, I had a conversation with surgeon where he made a comment about changing his practice (which predominantly includes the use of the embotrap device), as he has had some cases recently where he has noted vasospasm when using larger diameter devices in distal vessels (m2). I enquired about which devices he had noticed this with, and he did not specifically note embotrap, but seemed to indicate it may have included embotrap devices also. We discussed the radial force profile of the embotrap in comparison to traditional stent retrievers in different diameter vessels, and he appeared to find this valuable. Nevertheless, he appeared to be of the opinion that changing to using smaller diameter devices would probably be what he would do going forward. Whilst the surgeon did not make any statements about the performance of embotrap specifically. I am reporting this event, as required, as it appeared to me that a concern existed about the use of embotrap in m2 vessels, and this may have been related to events noted in recent cases. I tried to gather further information and offered to connect the surgeon to one of our nti colleagues, to give him the opportunity to review any cases and to discuss further. He did not however provide any further details or agree at this point to any further discussion. I appreciate that there may be questions in regard to this, however, it¿s my impression we will not be given further details and that the surgeon does not particularly wish to discuss further at this point. If, however, any further is information is provided / made available, I will of course forward this¿. No further information is available at the time of this review.